Manufacturer narrative:
Device is not available for evaluation. Device will not be returned. If additional information becomes available it will be provided on a supplemental report. The reported event that twist drill, diam.2.0x102mm, wl 50mm, ao-shaft was alleged of 'breakage during surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was not available to stryker.

Event description:
Drill broke.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Drill broke.